Event description:
The customer contact reported a leak. The tubing set was to be used to deliver less than 20 ml of total parental nutrition (tpn) composed of lipid amino acid and glucose, at an unspecified rate, via a plum pump. After an unspecified length of time after the tubing set was primed and was loaded into the pump, it was reported that several milliliters of solution leaked in the cassette region of the tubing set. No specific details were provided. The tubing set was replaced. Though requested, no add'l info was provided including if the therapy was initiated.

Manufacturer narrative:
The device was received. The investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.